Event description:
Device report from synthes (B)(4) reports in an event in (B)(6) as follows: during an unknown surgery, the surgeon noted the zero-p peek was intact after opening the package. However, the plate separated from the cage during adjustment in the patient. The surgeon had to remove the products and changed new a one to complete the procedure. There was no report of patient injury. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not reported. (B)(6). A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.